Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-01273; (B)(4), s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to baseplate center screw sheared off along with one locking screw, leaving glenosphere and remaining screws floating in joint.